Event description:
Infant patient came into the emergency department being given CPR by ems crew. Patient moved to resuscitation room. Staff opened package of onestep CPR zoll monitor pads, and when posterior pad was pulled from sheet, the pad separated. It separated between the bottom white foam pad and the blue foam layer. They completely separated. Staff placed the layers back together and placed on patient but could not get reading/rhythm. They opened another onestep monitor pads package, and the same thing happened, again only to the posterior pad. By this time, they had put other monitor electrodes on patient, and could see that he was not in a shockable rhythm. The failure of the zoll onestep pads could have been detrimental to the patient because if he was in a shockable rhythm, they would have wanted to use that monitor to shock him, which those pads have the ability to do when working correctly. In this case though, he was not in a shockable rhythm; so the failure of the zoll monitor pads did not cause any harm/injury. Staff had the actual zoll monitor checked three different times that day, and all three techs said the monitor was working correctly, so our conclusion is the pads were what caused the issue.